Manufacturer narrative:
Result: device problems that result from internal or external forces including fluids, other objects, or environmental or physiologic influences (melted plastic, stress cracks, rust). Possible re-use of device. Conclusion: could not replicate reported failure mode due to condition of returned device.

Manufacturer narrative:
Evaluation codes: results: other (root cause cannot be confirmed - device not returned for evaluation) evaluation codes: conclusion: unable to confirm complaint (root cause cannot be confirmed - device not returned for evaluation).

Event description:
It was reported that during a procedure, two everest inflation devices failed to work. The needle in both devices failed to move. No patient injury occurred.

Event description:
Device evaluation: analysis of the returned everest inflation devices suggest the devices may have been exposed to conditions beyond single use in a clinical setting. The damage seen indicates exposure to excessive heat or multiple uses. Everest device exhibits one or more conditions consistent with rust, melted plastic, surface scratches, corrosion and stress cracks.